Manufacturer narrative:
(B)(4).

Event description:
It was reported that during predischarge check the right atrial lead exhibited low sensing and high thresholds, a chest x-ray confirmed dislodgement. The following day the lead was repositioned successfully without complications.

Manufacturer narrative:
The initial report was submitted in error to manufacturer report number 3006705815 and should have actually been submitted with manufacturer report number 2017865.

Event description:
New information received states that the patient was discharged in stable condition post procedure.